Manufacturer narrative:
Correction: upon evaluation, it was determined that the event reported on 2937457-2021-00571 was not a reportable event related to the fmc liberty select cycler product. There was no serious injury, adverse event, or reportable malfunction. There will be no further updates on 2937457-2021-00571. The reported leak occurred between the liberty cycler set and the patient's catheter. The liberty cycler set product related to the event was reported on 8030665-2021-00466.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the patient's catheter line, not the fresenius cycler set during fill 1 of pd treatment. It is unknown at which point in therapy the leak may have begun. There were no alarms or warnings prior to leak. The cause of the leak is unknown. Fluid did come in contact with the cycler screen and outside the cassette door. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported event. The patient stated the tubing next to the blue valve had a hole and fluid dripped onto the patient. A little sprayed onto the screen of the cycler as well. Per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, (type unknown, 4 vials, intraperitoneal, one day). The patient confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however skipped the remainder of peritoneal dialysis treatment in the absence of the cycler. The patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without reoccurrence of the reported event. The old cycler has been picked up and returned. Additional information was requested, however it was not available.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were no visual indication of particulates within the cassette area. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid on the rear panel near the speaker, on the bottom cover near the compressor, under pump ¿a¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. The pump ¿a¿ mushroom head was found to be cross-threaded on its shaft. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the patient's catheter line, not the fresenius cycler set during fill 1 of pd treatment. It is unknown at which point in therapy the leak may have begun. There were no alarms or warnings prior to leak. The cause of the leak is unknown. Fluid did come in contact with the cycler screen and outside the cassette door. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported event. The patient stated the tubing next to the blue valve had a hole and fluid dripped onto the patient. A little sprayed onto the screen of the cycler as well. Per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, (type unknown, 4 vials, intraperitoneal, one day). The patient confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however skipped the remainder of peritoneal dialysis treatment in the absence of the cycler. The patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without reoccurrence of the reported event. The old cycler has been picked up and returned. Additional information was requested, however it was not available.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the patient's catheter line, not the fresenius cycler set during fill 1 of pd treatment. It is unknown at which point in therapy the leak may have begun. There were no alarms or warnings prior to leak. The cause of the leak is unknown. Fluid did come in contact with the cycler screen and outside the cassette door. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported event. The patient stated the tubing next to the blue valve had a hole and fluid dripped onto the patient. A little sprayed onto the screen of the cycler as well. Per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, (type unknown, 4 vials, intraperitoneal, one day). The patient confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however skipped the remainder of peritoneal dialysis treatment in the absence of the cycler. The patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without reoccurrence of the reported event. The old cycler has been picked up and returned. Additional information was requested, however it was not available.